Event description:
I used with moisture loc contact lens saline solution for five months. I went to the eye specialist so many times. On that date, I was diagnosed with a big eye injection and eye ulcer. I am still going to the dr and may require corneal transplant surgery. My vision in my right eye has been impaired by more than 60%.